Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. Visual inspection and functional testing all passed. The customer's stated problem was not verified regarding "attach cassette error". The event log did show number of time cassette not attach properly around the time of the complaint. It's recommended that the latch lock flex be replaced as preventative measure.

Event description:
Additional information provided that the event occured duing routine testing.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a attach cassette error. There was no reported injury to the patient.